Event description:
Patient presented to (B)(6) with stroke symptoms (slurred speech and left sided weakness). She was found to have a large right frontal parenchymal hematoma and she quickly deteriorated. She was intubated and our team was notified (including neurosurgery) and a transfer request was initiated. Inr was 2.8 at time of presentation (per what I could find in the notes). Patient continued to deteriorate and repeat CT scan showed progressive bleed with midline shift. Doctor and our neurosurgery team were in contact with transferring facility and decision was made to initiate comfort care and transfer request was cancelled. Vad was stopped and patient passed away at 1632 two days after admittance.